Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported that a patient is complaining that the drug solution does not come out at a frequency of one per unit.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/18/2021. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. A clog test as per tp700483 was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. Initial reporter fax# : (B)(6). Initial reporter zip code : (B)(6). Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported that a patient is complaining that the drug solution does not come out at a frequency of one per unit.